Manufacturer narrative:
The complaint investigation was performed through review of the available complaint information and evaluation of the device engineering logs associated with the reported event date of (B)(6) 2026. Review of the engineering logs confirmed that a dexcom g7 sensor was in use during the reported timeframe. No malfunction alerts, motor errors, or factory reset events were identified in the logs. Insulin delivery requests and cgm responsiveness were consistent with intended device operation. Alerts were generated appropriately based on cgm glucose values and system conditions. The device continued to request insulin delivery at regular intervals unless cgm glucose values were below 80 mg/dl or the cartridge was empty. The reported event sequence described that the user paused pump therapy after the ilet battery depleted, experienced hyperglycemia, administered a large correction dose of insulin by injection outside of the ilet system, and subsequently restarted pump therapy. The user later experienced severe hypoglycemia resulting in seizure and hospitalization. Additional information indicated the hospital administered long-acting insulin prior to discharge and instructed the user to restart pump therapy, which reportedly resulted in an additional severe hypoglycemic event without subsequent hospitalization. Based on the available information and engineering log review, device failure was unconfirmed. The investigation determined the reported event was most consistent with user management factors and administration of insulin outside of the ilet system rather than a malfunction of the ilet device. The ilet was found to function according to its design specifications and intended use. No product was returned for evaluation. A device history record (DHR) review was not performed because no specific device serial number or returned product was available for evaluation.

Event description:
On (B)(6) 2026 the healthcare provider reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of unknown value following administration of a large correction insulin dose after pump restart. The user was transported to the hospital by a caregiver where the user was diagnosed in a hypoglycemic event with seizure and treated and discharged. No long-term health effects were reported.

Manufacturer narrative:
Initial.